Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose. The customer was assisted by technical support to reset the pump, but the malfunction code reoccurred. Consequently, it was decided to replace the pump. The customer planned to use manual daily injections as a backup therapy and was guided on how to prepare and return the pump. The shipping address was confirmed, and the customer was instructed to return the problematic pump with a pre-paid label within ten days.